Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to excessive force as a result of an impact or a fall of the optic and a bent insertion tube causing a blurred image. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope's locking pin was broken. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.